Manufacturer narrative:
(B)(4). The customer report of "the transfer set came off where it connects to the catheter adapter" was not confirmed or duplicated. One used set was received for evaluation. A lab titanium adapter was functionally hand tightened to the set. The set was tested underwater at 8 psi with no leak noted. During visual inspection no abnormalities were noted. The root cause was undetermined. A batch review was not performed as the lot number was unknown. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
The customer reported the transfer set came off at the point where it connects to the catheter adapter while the patient was draining. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.